Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, half of the screen was white which blocked the graphics and text. Customer's blood glucose (bg) was 545 mg/dl; manual injections were delivered to address the high bg. Reportedly, customer reverted to manual injections for alternate insulin therapy.